Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s final investigation. Based on the results of the investigation, it was confirmed that the event reported by the customer did not occur. Therefore, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had no image display during set up/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.